Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in early (B)(6) 2015. This device and competitor lead system were explanted and replaced due to infection.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.